Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, the active exhalation control module was defective, and the internal battery failed to charge. The active exhalation control module was replaced to address the issue. The interface printed circuit assembly was replaced to address the issue of the printed circuit assembly interface not communicating. Additionally, the detachable battery did not charge and was replaced. There was no downloaded event log available to verify reportability.